Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of vision abnormalities and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported k edema and cme (not device related) with discomfort and light sensitivity in the right eye against the xen®45 gts. Treatment was provided as muro ointment and drops, prednisolone/ketorolac/eylea injection for cme. The device has been explanted and patient was offered corneal transplant.